Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a posterior thoracolumbar decompression at t7-ilium. It was reported that during tightening of the set screw into the bone screw the threads of the setscrew sheared off and fell into the bone screw. The wound was irrigated with saline to remove the metal debris. No patient complications were reported.